Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of been hospitalized due to diabetic ketoacidosis. Customer reported that insulin pump was not calibrated correctly and experience sensor glucose versus blood glucose differences. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Customer reported that blood glucose was over 600 mg/dl. Customer was advised to seek medical attention and call ended. Hospitalization information was not obtained due to customer disconnected call due to going to the hospital.